Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that her blood glucose level dropped to 27 mg/dl. The customer was given a glucagon shot to treat her blood glucose level. The customer was sweaty and shaky. Her blood glucose level went up to 401 mg/dl. She bolused with the wizard to bring her blood glucose level down. The device was not returned.